Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device implant ventricular detections were turned on then off before the leads were attached to the device. It was also reported that the out of range lead impedance measurements were in observations and wouldn't clear. The device remains in use. No patient complications were reported as a result of this event.